Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous right vertebral artery that is 80% stenosed. The 4.0x15mm rx herculink elite stent was attempted to be advanced; however, resistance was met with the non-abbott guiding catheter. The device was removed and the stent was found to be dislodged when the delivery system was withdrawn. A cut down was performed to retrieve the stent. Another same size stent was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to advance could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the procedure was to treat a moderately calcified, moderately tortuous right vertebral artery that is 80% stenosed. It should be noted that per the rx herculink elite peripheral stent system instructions for use (IFU) specifies: the rx herculink elite¿ peripheral stent system is indicated to open lumen restrictions in the biliary tree, renal arteries, and protected peripheral arteries. It is unknown if the IFU deviation contributed to the reported event. The investigation determined the reported difficulties and subsequent removal of foreign body and surgical intervention appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.